Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown. The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? What was the area of staple line failure? Please explain what is meant by, ¿the device got blocked outside the patient.¿ if buttressing material was utilized, which product was used? Was the instrument fired across or near an existing staple line or clip? If any unexpected noises were heard, when were they heard? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue? Is there any other additional information you would like to share about this device or procedure?

Event description:
It was reported that during a thoracoscopy procedure, the device would cut but stapled partially. The device got blocked outside the patient, the charger is ecr45g. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis found that one ec45a device was returned with the closure trigger broken and in the opened position. In addition, an ecr45g cartridge loaded on the device. The reload was received fully fired. No functional test was performed due to the condition of the device. The device was disassembled to verify the internal components and no additional anomalies were noted. It is possible that the device was clamped over an excess of tissue or a hard object, resulting in the damage to the closure trigger handle. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.